Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation there is cause traced to component failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that the unit failed water leak test at the blue ring and video connector. There was no patient involvement.